Event description:
It was reported that customer experienced pump malfunction. There was no reported impact to the customer¿s blood glucose level. Distributor turned pump on and repeatedly observed malfunction alarm, then arranged for pump to be returned for evaluation and provided customer with replacement pump, and no additional information was received regarding the final outcome of the event.